Event description:
Autosonic hook probe 5mm. Lot # nol336 exp. 12/05 inserted through 10 mm port. When activated the generator made a loud buzzing noise - shut off and probe removed and tip was missing. X-ray - (+) for foreign body. Abdomen searched laparoscopically and unable to locate foreign body. Pt. Closed and notified.